Event description:
It was reported that the liver was transplanted. Subsequently, there was evidence of ischemic cholangiopathy. The patient underwent retransplantation on (B)(6) 2026 due to diffuse cholangiopathy. It was noted that the patient had an endoscopic retrograde cholangiopancreatography (ercp), biliary/anastomotic stricture, and stent placement.

Manufacturer narrative:
Device data was reviewed. No device malfunction or error in the device data was observed. A medical expert review confirmed the device operated as intended. Therefore, no definite root cause could be established. B5 updated to add additional event details.

Manufacturer narrative:
Investigation is currently pending.

Event description:
It was reported that, the customer had poor outcome with the case. The liver was transplanted. Subsequently, it was reported that there was evidence of ischemic cholangiopathy. The patient was relisted.